Manufacturer narrative:
The explanted corneal inlay has not been returned to the manufacturer at this time. The device history record for this manufacturing lot was reviewed and the device met all release criteria and there were no discrepancies or unusual findings that relate to the reported event. Inflammation and inlay exchange are listed in the device labeling as potential risks. Patient non-compliance with the prescribed steroid regimen is the likely cause of inflammation. It should be noted that the adverse event involving the first inlay device is not considered MDR reportable because the inlay device was not suspected as causing or contributing to the event; this background information was provided in order to provide a comprehensive patient history. (B)(4).

Event description:
The patient underwent implantation of the raindrop corneal inlay in the left eye. The surgery was complicated by a limbal hemorrhage during femtosecond laser flap creation. One day postoperatively, the patient presented with a limbal hemorrhage in the interface and possible diffuse lamellar keratitis (dlk) that necessitated a flap lift and the inlay was replaced as a result of the secondary surgical intervention. The adverse event involving this first inlay was not suspected as being device related and was not reported as an MDR event. The patient's postoperative course with the replacement inlay was later complicated by non-compliance with the prescribed topical corticosteroids and the replacement inlay was explanted 6 weeks postoperatively due to corneal inflammation. The inflammation was categorized as grade ii, diffused across the interface. The slit lamp findings showed inflammation around the inlay and progressing centrifugally. There was one line decrease in patient's best corrected distance visual acuity (bcdva) compared to baseline. Post-explant, prognosis is excellent, inflammation has resolved and bcdva has returned to baseline.